Manufacturer narrative:
Unit received with operating currents within spec. Unit passed basic occlusion test and displacement test. No motor error alarms or e70 error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 200 mg/dl. Customer¿s current blood glucose was 325 mg/dl. Customer was treated with insulin drip. Insulin pump had motor error alarm. Customer was able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.